Manufacturer narrative:
The cartridge instructions for use state: replace the cartridge every 48 hours if using humalog; 72 hours if using novolog. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer's blood glucose (bg) was 275 mg/dl and ketone level was high due to the pump not delivering insulin. Customer was hospitalized for diabetic ketoacidosis (dka). Healthcare provider (hcp) identified ketones as being dangerous. Customer was treated with intravenous fluids, anti-nausea/vomiting medication. Levemir and meal insulin injections were used. At the time of the report, customer had not been discharged. Customer reported to use cartridges for 4-5 days and was aware that the cartridges were labeled for 2-3 days use. Hcp reported customer has "compliance issues" with the management of diabetes and was working closely with the customer. Customer reverted to using manual injections for insulin therapy. Although multiple attempts were made by tandem technical support to obtain discharge date, contact/customer did not reply.